Event description:
It was reported that the patient with this inflatable penile prosthesis was experiencing loss of sensitivity at the base of his penis. This was stated to be likely related to the implant procedure. Additionally, he mentioned his partner was not comfortable with the idea of the device. Due to these reasons, he was using the device less often than desired. No further patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing loss of sensitivity at the base of his penis, along with penile pain when the ipp was fully inflated. Additionally, he mentioned his partner was not comfortable with the idea of the device. Due to these reasons, he was using the device less often than desired. No further patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis was experiencing loss of sensitivity at the base of his penis. This was stated to be likely related to the implant procedure. Additionally, he mentioned his partner was not comfortable with the idea of the device. Due to these reasons, he was using the device less often than desired. No further patient complications were reported.